Event description:
A remstar auto a-flex was returned to a third-party service center with no initial alleged complaint identified. During evaluation at the third-party service center, a visual inspection identified visible foam particles and deteriorated foam within the device. Additionally, dust contamination was observed. The dust contamination was not determined to be related to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.